Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that they found a rod within the gantry to be misaligned. The reported issue was resolved through readjustment of the rod. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, following transfer of the imaging system into the operating room (or), the gantry door would close but the imaging system would display that the door was open. The reported issue occurred during a cervical spinal fusion. After a few attempts, the door closed and the system recognized the closure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.